Event description:
On may 11, 2011, the reporter/pharmacist contacted lifescan from (B)(6) on behalf of the patient alleging an error 4 message issue with a one touch verio pro meter. The reporter did not allege any harm or injury because of the reported issue. The reporter did not have testing supplies for troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 7/25/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.